Event description:
Customer called to report that during use, the bearings fell out into the patient. Additional info received when speaking with hospital representative. Surgeon was positioning implant into pt's hip. He mentioned surgeon was pounding the "collett" and believes it lined up perfectly with bearing and bearing fell out into patient. Bearing remains implanted in patient.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy is still investigating this complaint. Upon completion a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. A complaint database search on the provided product code did not identify similar reports. Requests for additional investigational inputs were made. No additional information was obtained. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided as the reported device was not returned for evaluation. Due to the low occurrence rate of the reported event, corrective action was not indicated. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.